Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms on the day of the report. The customer's blood glucose level was not impacted. System check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is worn against the customer's skin. Tandem technical support advised the customer not to wear their pump against the skin in order to avoid abrupt temperature changes to the pump. The customer changed the cartridge, infusion set site and successfully resumed insulin.